Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the electrodes were digging into her skin. The patient also reported having stomach issues and the garment squeezes on her sternum. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist suggested the patient unclipping the clasps in the front. The patient was also remeasured and issued new garments. The medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the electrodes were digging into her skin. The patient also reported having stomach issues and the garment squeezes on her sternum. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist suggested the patient unclipping the clasps in the front. The patient was also remeasured and issued new garments. The medical outcome is unknown. Supplemental report 9/9/2021: submitting report to correct section g4.